Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump passed the self test, unexpected restart error test and displacement test. No unexpected error alarms were noted. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, and a stained end cap sticker.

Event description:
Customer reported the insulin pump alarmed an unexpected restart. Troubleshooting was performed. Customer's blood glucose level was 245 mg/dl. No further information reported.